Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported that an explant was planned next month due to pain at the implant site, time period unknown. In-office reprogramming and diagnostics were performed, date also unknown. Patient status alive, with no injury. No further complications were reported or are anticipated.

Manufacturer narrative:
Upon further review, the eval code-conclusion has been corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicating that the explant was not associated with the pain, the device was explanted for the reason of MRI schedule. The hcp reported there were no actions taken to determine an explant was needed. When asked for the date the pain was first noticed, the hcp replied ¿none.¿ no further complications were reported.